Event description:
Medtronic received information that the physician was attempting to repair a posterior prolapse of the patient¿s native mitral valve with the implant of this annuloplasty ring; however, regurgitation was observed post-implant. This device was removed, and another manufacturer¿s ring was implanted. That repair also was unsuccessful, and a mechanical valve was implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the available information it appears that the failed repair was due to the patient's native valve and no failure of the ring.

Manufacturer narrative:
The device was discarded at the hospital following its removal. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.